Event description:
It was reported that the 8mm force bipolar instrument's tip separated and popped off the body part of the instrument. The customer finished the case with the instrument that was already in use. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 46.55mm from the distal tip. A piece measuring approximately 1.13mm x 3.81mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observation related to customer complaint : the instrument was found to have dislodged proximal clevis at the main tube. The root cause of the dislodged proximal clevis attributed to broken main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.